Event description:
Heartware ventricular assist device (hvad) implanted in a patient. Immediate postoperative course complicated by significant coagulopathy and bleeding requiring return to the or the following day. Visualization of the internal components of the device revealed bleeding from the outflow graft area right at where the graft exits the pump. Surgeon controlled bleeding from the site with his finger until another hvad device was prepped and ready for implant.